Event description:
According to the reporter, during a laparoscopic ventral hernia, the device did a crunching noise. Any tacks able to be fired normally from the device, the tack fired but partial in mesh and tissue. The surgeon tried to get tacker off mesh and it was stuck. Eventually it came off, but cartridge fell off into patient but it was retrieved. Another tacker was opened to complete case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.